Manufacturer narrative:
Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb560 ventilator generated a high priority alarm, the unit's screen froze and did not continue to deliver breaths while the pediatric patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction to section h6 evaluation code method and result section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that pb560 ventilator generated a high pri ority alarm, the unit's screen froze and did not continue to deliver breaths while the pediatric patient was connected. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Additionally, sp replaced cpu (central processing unit) printed circuit board (pcb) due to the problem that the logs has not been recorded and the upper housing was replaced due to deterioration and discoloration. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One cpu pcb was received by medtronic for further analysis. The ventilator powered up normally and no errors were recorded in the di agnostic logs. The reported failure could not be replicated. No fault found. A failure was isolated to the fault with cpu pcb and upper housing in the field. However, the reported condition was not able to be duplicated and cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.